Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 640 mg/dl; cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged on 1/2/26 with the issue resolved and no permanent damage. Customer will contact healthcare provider regarding diabetes management.